Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation. Details were unk. The pt had relocated and was seeking a new physician. Further info is being requested at this time.